Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and hydromorphone at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient was having issues with the pump. The patient clarified the issue, noting "the pump I believe is moving really close to the surface of the skin." The patient noted it's been progressing since implant. The patient moved and needed to find a healthcare provider (hcp). Follow-up was being conducted to obtain clarification of the pump movement, when the movement was observed, circumstances that led to the pump movement, steps taken to resolve the issue, and if the issue had resolved. If additional information is received, a follow-up report will be sent.